Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch at the b button. The prime anomaly could not be verified due to the keypad damage. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she changed the reservoir and primed the day before and when he woke up in the morning, the insulin pump was showing a rewind complete press act message. The customer stated that she pressed act but was unable to exit the prime screen. The customer also reported that the act and b buttons were not responding. Blood glucose value was 200 mg/dl. Troubleshooting was performed. The device was returned for analysis.